Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved interceed caused and/or contributed to the adverse events described in the article, specifically: adhesion. If yes, provide details of event and specific suture product code. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date and type of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for devices used? (Interceed).

Event description:
It was reported in a journal article that the patient underwent a laparoscopic metroplasty procedure on unknown date between 2008 and 2013 and the absorbable adhesive barrier was applied on the site of incision. The patient underwent second-look laparoscopy and hysteroscopy three months later for evaluation of uterine cavity, its compliance and possibility of adhesion formation. Minimal adhesion of omentum to uterus was detected and removed by laparoscopy. Additional information has been requested.